Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus) due to urethral atrophy at the cuff site. All components were removed and replaced. The patient is expected to fully recover.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that no damage or anomaly was identified in the returned product. The reported patient symptoms are known risks associated with artificial urinary sphincters and are noted as such in the device instructions for use. Device history record (DHR) review. DHR review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cuff was functionally tested and no damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the device. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of urinary incontinence and urethral erosion were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence due to urethral atrophy at the cuff site. All components were removed and replaced. There were no further patient complications reported.